Event description:
It was reported that catheter issue occurred, and an additional device was required to remove. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Following stent placement, the opticross advanced, however it became stuck on the stent strut. The opticross catheter shaft was rotated, and a pull-out removal method was attempted, but no resolution. The opticross shaft was cut and was able to be released and completely removed using a guide extension. The procedure was completed with another of the same device. No patient complications were reported.